Event description:
Boston scientific received information that the patient with this implantable lead underwent a device changeout procedure. This chronic implantable lead was hooked up to a new device and then displayed high, out of range pacing impedances in unipolar configuration. The lead had previously displayed pacing impedances of around 440 ohms with the old device. Connections were checked and noted to be fine. The lead was tested through the pacing systems analyzer (psa). The measurements though the psa ranged from 987 ohms to 2032 ohms. Thresholds were also reported as being higher than they were with the previous device. Ultimately, the lead remains inservice with a recorded impedance measurement of 1200 ohms. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.